Manufacturer narrative:
H6 - health effect clinical code: 4581 - over/under correction manufacture narrative: over/under correction is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A health care professional reported an article, "topography-guided lasik for treating residual low astigmatism after toric implantable collamer lens surgery." This study included a patient who experienced over/under correction and lasik was performed. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. The cause of event was unknown.